Event description:
As reported, hemostasis was not achieved after using a 6/7f mynxgrip vascular closure device (vcd). Manual compression for less than 30mins was used to achieve hemostasis. There was no reported patient injury. The device was used after a percutaneous coronary intervention (pci). The procedure used a retrograde approach. There was no damage to the device noticed before opening the package. There was no difficulty removing the device from the sterile packaging. The superficial femoral artery¿s (sfa) suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The device was stored, prepped and used according to instructions for use (IFU). The device was opened in a sterile field. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2209801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, hemostasis was not achieved after using a 6/7f mynxgrip vascular closure device (vcd). Manual compression for less than 30mins was used to achieve hemostasis. There was no reported patient injury. The device was used after a percutaneous coronary intervention (pci). The procedure used a retrograde approach. There was no damage to the device noticed before opening the package. There was no difficulty removing the device from the sterile packaging. The superficial femoral artery¿s (sfa) suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The device was stored, prepped and used according to instructions for use (IFU). The device was opened in a sterile field. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe and the procedure sheath were not returned. The sealant and advancer tube were observed to have remained in the manufacturing position. The sealant was exposed to blood, adhering to the device components. The condition of the returned device indicates a device failing to deploy which may have contributed to the reported complaint. The returned device was inspected for damages/anomalies, and no damages/anomalies were observed. Per functional analysis, the sealant was loosened from the device components. The shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per visual analysis, inspection at high magnification showed that the sealant was exposed to blood, adhering to the device components. A product history record (phr) review of lot f2209801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.